Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned without the manifold/hub attached. A visual and tactile examination of the device found that hypotube was broken 1430mm from the distal tip edge, with multiple kinks along the full catheter length. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The long, diffused, stenosed target lesion was located in the left anterior descending (lad) artery. After a 6f guide catheter was placed and a 0.014" guide wire crossed the lesion, pre-dilation was performed using a balloon dilatation catheter. A 2.50x38mm promus element¿ long drug-eluting stent was then advanced but failed to cross the lesion. Subsequently, the device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.